Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support in loading a new cartridge using the proper technique and was able to successfully resume insulin therapy, resolving the issue.